Manufacturer narrative:
(B)(4). Results: articulation bar. Additional information was requested and the following was obtained: a competitive trocar was being used and is believed to have been removed from the device. The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The reload was received fully fired and in good visual conditions. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation settings. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged with teeth broken. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted low anterior resection procedure, on the first firing of the device with an unknown color cartridge, the device jammed and malfunctioned. It stapled fine, but jammed and would not de-articulate. The device could not be removed from the patient without also removing the port. There was no report of an issue opening the device and the device was not on tissue when it could not be straightened. Case completed with another device of the same product code. There were no patient consequences reported.